Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. The pt had no trauma and does not manipulate the vns. The reporter was advised to disable the vns but the vns was left on at the reporter's discretion. Vns revision is planned, but a surgery date has not been set.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.